Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advanced evaluation. It was reported that the patient was having pain and hurting where the lead was placed. The patient stated they had to sleep in a bathtub (with no water) because there was a tornado warning all night and bad weather. The patient stated that this did not help the pain and hurting. Additional information received as patient stating pain at lead insertion area, and also a separate incision made was stinging and b urning. Patient noticed pain increase yesterday, and it was different than the chronic back pain from her previous unrelated automobile accident. Patient felt the covering over leads between patient body and black box that something was coming lose and causing pain. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.